Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead complained of dyspnea. There were concerns regarding loss of capture (loc). Troubleshooting identified that the programmed outputs were below threshold. The outputs were increased which resolved the issue and capture was confirmed. Patient is pacemaker dependent but has an intrinsic rate in the 30s. The lead remains in service.